Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 150 mg/dl. Reportedly, the pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy.